Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report will be updated.

Event description:
Boston scientific received information that this device and right ventricular (rv) lead exhibited high thresholds and high pace impedance measurements. Subsequently, the rv lead was explanted and replaced as it was suspected the rv lead fractured. The device was also explanted. No additional adverse patient effects were reported.